Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with two proglide devices using the pre-close technique via a 13fr sheath hole prior to an interventional atrial fibrillation ablation procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to an 18fr and the atrial fibrillation ablation procedure was completed. Reportedly, post procedure, the suture broke when tightening the sutures for both devices. Two new proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.